Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4): distal conductor fractured, the outer tubing overlay had cosmetic environmental stress cracking, the outer insulation had a cosmetic depression, the helix/lobe was distorted/bent and there was blood in/on the helix/lobe mechanism; full lead returned and analyzed.

Event description:
It was reported that the patient heard an audible alert, and it was later confirmed that lead integrity alert triggered. Review of performance data showed a spike in pacing impedance resulting in high impedance. The lead was explanted and replaced. During the explant, the helix was damaged/stretched. No patient complications have been reported as a result of this event.